Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient chewed the driveline in half. The customer opted not to do a distal end percutaneous lead (driveline) replacement. The patient was placed in hospice. Additional information was requested, but not provided.